Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further information from the clinic indicates the right ventricular (rv) lead had dislodged and was revised.

Event description:
It was reported by the patient that three weeks after implant the device/wires 'had to be replaced because the leads became disconnected' and that "the wires pulled out". The patient also stated they had to be admitted to the hospital four times in the four months with chest pains. According to the patient they couldn't find anything wrong with device at the emergency room, but afterwards when walking the patient 'almost fell on his face,' and their heart rate was found to only be at 60. The patient stated they had his rate "stacked at 60" and doesn't know why. The device and leads remain in use. No further patient complications have been reported as a result of this event.